Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 3 years since the subject device was manufactured. Based on the results of the investigation, we presumed that humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. However, we could not confirm the suggested event nor specify occurrence cause of the suggested event with the actual device since the device was not returned to manufacture business center. The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the subject device exhibited discoloration inside the light guide lens. And foreign material was found inside the light guide lens. As well as, at the distal end. There were no reports of patient involvement.